Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio-control replaced the battery contact assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed battery contact assembly and observed that the metal contacts were worn; however, no failures were observed. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would power off by itself shortly after being powered on. There was no patient use associated with the reported event.